Event description:
The patient's device reportedly migrated out of the bone bed after a trauma. Surgery to reposition the device was successfully completed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device was successfully repositioned. The patient's device remains implanted and the patient is reportedly hearing well. This if the final report.